Manufacturer narrative:
Product analysis: visually and optically confirmed that a portion of the superior shaft is broken off at the center of the jaw pivot pin forward. The broken off portion of the shaft is missing and was not returned for analysis. Optical examination discovered a fairly brittle fracture. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with overload. The above observations are consistent with overload.

Manufacturer narrative:
The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the instrument broke apart during an unspecified spinal surgery. The product came in contact with the patient. It was reported unknown whether any fragments remained in patient or not. Patient complications were reported unknown.